Event description:
The ophthalmic surgeon stated that he noticed the dfh-0012, 19 g packer/chang iol cutter with inspection port was not cutting. Upon removal of the device from the eye he noticed that the cannula was severely cracked. There was no pt impact and the procedure was completed as planned.

Manufacturer narrative:
This is a unique and unprecedented breakage that has not been able to be duplicated in testing and has not been seen in the field or elsewhere. It is know that similar damage can occur from cutting hard material but this is contrary to what was reported by the surgeon.